Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. It was reported that during an initial minimally invasive hip arthroplasty surgery, a synthes reamer was used to ream the shaft of the patient's femur. A synthes flexible reamer was used to ream the shaft of the femur in the patient's femoral shaft. The reamer shaft was welded to the reaming rod during the procedure, with no broken pieces to either device. But the reaming head was stuck to the end of the reaming shaft, with the head broken in several pieces. The surgeon was able to retrieve all the pieces of the head, with no pieces going into the patient. The returned reaming rod (351.706s) and flexible shaft (352.040) are stuck together. The distal tip of the flexible shaft is bent and wrapped around the reaming rod. The returned reamer head (352.155) is broken with only 1 fragment returned. The reamer head is still attached to the reaming rod. A DHR reviews for part # 352.040 and part# 352.155 were not able to be conducted because the lot numbers were unavailable. A visual inspection, drawing review and DHR review were performed as part of this investigation. This complaint is confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The timing of the reamer head breaking compared to the reaming rod and flexible shaft seizing is unknown. The reaming rod appears to be stuck in the flexible shaft due to the deformation to the distal tip of the flexible shaft. It is likely that consistent use and possibly encountering higher resistance than expected while reaming has led to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Partial lot number 922x455. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an initial minimally invasive hip arthroplasty surgery took place on (B)(6) 2016. The surgeon was implanting a non-synthes device. A synthes flexible reamer was used to ream the patient's femoral shaft. During the procedure, the reamer shaft was welded to the reaming rod; there were no broken pieces to either device. Also, the reaming head was stuck to the end of the reaming shaft; the head broke into several pieces. The surgeon was able to retrieve all the pieces of the head, with no pieces going into the patient. The procedure was completed successfully with no patient harm. There was no known surgical delay. No other medical intervention was needed. This is report 2 of 2 for (B)(4).